Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was revised to address femoral and acetabular loosening. Poly wear and osteolysis were discovered intraoperatively

Event description:
Customer reportedly received results of lo (less then 10 mg/dl) and 127 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.